Manufacturer narrative:
One unopened company cartridge was returned an opened carton for lot # 32767082. The used complaint company cartridge was not returned. The returned unopened company cartridge for lot 32767082 was microscopically examined and no damage or abnormalities were observed. The cartridge was functionally tested per the dfu. No lens or cartridge damage was observed after the lens delivery. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens model/diopter, handpiece and viscoelastic were not provided. It is unknown if a qualified combination was used. The root cause for the reported lens damage could not be determined. The used complaint company cartridge and lens were not returned. An unused cartridge from the reported lot # 32767082 was evaluated. Functional and dye stain testing was conducted with acceptable results. No lens or cartridge damage was observed after the functional test. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the cartridges left scratches or marks on lenses. It is unknown if the cartridges made contact with the patient's eye but there was no patient harm. Additional information has been requested.